Event description:
It was reported that the insulin pump alarmed lost sensor. Customer's blood glucose reading was 50 mg/dl. Troubleshooting was done. Advised customer to reconnect transmitter to sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.